Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial meter (B)(4). The result from the meter at 8:30 am was 3.8 inr. The result from the laboratory at 9:00 am was 2.6 inr. The laboratory method was requested but was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The meter and strips were requested to be returned for investigation. Only the meter was received. The meter appeared undamaged and was clean on the outside. The meter was tested with relevant retention test strips (# 286 321 - 10) and a high level control sample: control sample lot 32747700. Specified target range 3.1-3.9 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 3. Results: all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Relevant retention test strips (lot 286321) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286321) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.